Event description:
During a pm inspection it was reported that the image quality on the 8800 system was poor. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.